Event description:
Intramedullary rod was implanted for a comminuted subtrochanteric left femur. On 11/9/94, nail, screw and wire removed due to failure of femoral rod attached. After decontamination, these were given to the pt's father.